Event description:
Report rec'd from abbott international (abbott australasia) that states: "event log shows drug concentration entered as 0.1mg/ml and pca dose 0.1mg when both figures should have been 1mg. Pt lockout 5 minutes. Hosp confirms problem due to user error." The report does not indicate any adverse effects were experienced by the pt. The reprot states that the solution infusing was "morphine 1mg/ml, droperidol 2.5mg/30ml and maxolon 2.5mg/30ml for post-op analgesia." The report indicates the pt was "removed from the pump and given alternative (unstated) analgesia." No further info was available.